Event description:
It was reported the patient had their pump refilled on the report date and when the pump was interrogated after the refill, the nurse noticed the pump said it was in safe state and that a pump/battery reset had occurred. It was noted diagnostic testing/troubleshooting had not been performed but would be in the future. As a result of the event, replacement was required. No patient symptoms were reported. It was later reported a motor stall occurred however it was noted the device had not yet been interrogated. It was then reported the patient had heard a critical alarm and it was found to be due to a motor stall. The device was as previously reported replaced and the explanted product was to be returned. The device system was used to deliver hydromorphone, clonidine and bupivacaine.

Event description:
Additional information received reported following the replacement there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found a feedthru anomaly with the motor, shorting across the insulator was seen. (B)(4).